Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that during boot of the 2800 system a generator communications error was displayed. Reboot was required. No patient injury reported.